Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy procedure, it was noticed that the sheath on device was not properly attached to the plastic ring. The problem was noticed when device was removed from the sterile package and was not used. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.